Event description:
On may 14, 1997 it was reported to oec medical systems, inc., that an uncommanded table motion occurred to oec model uroview 1000. At hosp. During a procedure the systems tube arm head would move uncommanded. No x-rays were produced. The system operator rebooted the system to clear the malfuntion. Hosp experienced only a minor delay in procedure. Oec field service engineer was unable to duplicate the reported system malfunction. Hosp reported no adverse event, death, or serious injury to pt invloved.